Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of the procedure.

Event description:
It was reported that the patient wanted to replace the implantable pulse generator (ipg) from a rechargeable to non-rechargeable device. The patient subsequently underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.